Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with atrial noise which resulted in inappropriate mode switch. The noise was reproducible during isometrics. The patient was stable during the follow up and not experiencing any adverse events.